Event description:
During an in-clinic follow-up, loss of capture and decreased sensing were observed on the right ventricular (rv) lead. Lead dislodgement was confirmed by x-ray. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.